Event description:
It was reported that during the treatment of basilar artery stenosis, while exhausting the air before using it, the balloon was found leaking. The procedure was completed with the new balloon. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that small amount of fluid (appeared to be crystallized substance) was found on the balloon. No other anomalies were observed with the balloon section. The device was examined under magnification and the shaft of the inflation port appeared to have hole. During functional testing, 014" guidewire was inserted into the guidewire lumen. A syringe filled with water was attached to the manifold to pressurize the balloon. While pressurizing the balloon, the water was leaking out of the guidewire port. The inner shaft under the hub appeared to be perforated, which was causing the leak. The device would not stay inflated due to the inner leak under the hub's inflation port. Based on the location of the perforations, it is possible the guidewire was mistakenly inserted into the hub inflation port instead of the guidewire (back) port which punctured the inner shaft and caused the observed leakage/failure to inflate during device analysis. However, since the guidewire used in the procedure was not returned for analysis, this could not be definitively proven. Therefore, an assignable cause of an undeterminable is assigned to the reported leak and observed catheter shaft fracture.

Event description:
It was reported that during the treatment of basilar artery stenosis, while exhausting the air before using it, the balloon was found leaking. The procedure was completed with the new balloon. There was no patient involvement.